Event description:
It was reported that the ilet touchscreen fractured while the user was wearing the device in bed, and a replacement was arranged; the user reported having backup therapy and uses a dexcom g7 sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen component consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.